Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned, therefore is unavailable for a physical evaluation. It was reported that a photo of the complaint device was available for review; however, no photo was received for this complaint device. We cannot confirm this complaint. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 other similar and 3 other dis-similar complaint¿s for this lot of 11,520 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that at the completion of the arthroscopic acromioplasty surgical procedure, it was observed that there was a fluid leak below the fluid fill chamber on the inflow tubing fms vue 24pk device. According to the reporter, the inflow tubing was changed for a new tube and checked for further leaks (new inflow tubing with a different lot number was used). The inflow tubing with the leak was discarded. The sales rep was not in attendance during the procedure. It was reported that the surgeon contacted the sales rep to let them know about the leak. The surgeon stated that he had a leak on a inflow tubing at the same position on a different surgery at the same hospital. This tubing was discarded and a new tubing was used with no leaks noted. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.